Manufacturer narrative:
Return requested. Replacement sterile percutaneous pin 150mm shipped to site. Medtronic investigation of returned suspect sterile percutaneous pin 150mm finds that the cross pin has been sheared off. No other damaged noted. Failure is physical damage / pieces broken. Hardware investigation was completed. This issue was found related to a hardware issue and was documented in a medtronic hardware anomaly tracking database. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a spine procedure, the pin that the locks the reference frame into place broke off when the surgeon was malleting down the pin. They were able to remove the pin and replace it with a new one. The surgeon continued and completed the procedure with the use of the navigation system. Delay in therapy was less than 5 minutes. There was no impact on patient outcome.